Event description:
The caller alleged low discrepant results when compared with the lab. The following results were reported: inratio 1.1 lab 15.0 note: several dose adjustments resulted in low readings.